Event description:
It was reported that there was foreign matter-like contaminant hair inside dressing. The product was not used by the patient. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 1 of 2 e1: complainant last name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint was received from japan reporting foreign matter (hair) within two sequential primary packs of aquacel foam pro 15x15cm (system application product (sap) 1724192, lot 4m03618). The lot was manufactured on 17-dec-2024 and sterilized under certificate wo (B)(4) (sterigenics). Batch size: (B)(4) secondary packs (B)(4) primary). Seven photographs were provided and reviewed in accordance with work instruction (wi). The expected product and lot numbers were confirmed. The images showed medium-length hair across two sequential dressings (unit numbers (B)(4). The hair appears cut in two, consistent with contamination occurring on the circle line during placement of dressings onto the primary pack paper web, prior to marrying of film/paper and sealing/cutting of the sachet. No physical sample was returned. The complaint is therefore confirmed. A full batch record review was completed for lot 4m03618. All in-process checks, stat sample inspections, and final release verifications were documented as acceptable. No deviations, rework, or non-conformances were identified. No packaging or equipment faults were recorded. Trend review confirmed no other complaints of hair contamination for this lot, and no similar complaints for this product across other lots. Historical investigations confirmed that while current personal protective equipment (ppe) is compliant for controlled environment use, it may still allow occasional loose hairs to transfer from garments or operator handling. Supplier material transfer cannot be entirely ruled out. Good manufacturing practice (gmp) audits are performed regularly to verify compliance with gowning and environmental controls. Risk assessment: the defect was classified as regulatory (foreign matter inside sterile barrier). According to process instruction, the acceptable quality level (aql) for primary pack contamination is 0.40 (accept 1, reject 2 at n=125). At manufacture, lot 4m03618 met inspection acceptance criteria. Post-distribution, two affected units have been reported from (B)(4) distributed units. This equates to a rate below the 0.40 aql threshold across the full batch size and does not constitute an aql excursion. The presence of hair in two sequential dressings would not have been visible to operators during online manual inspection due to the line speed and sachet configuration; the hair was trapped on the web path prior to sealing and not visible once the film was in place. This explains why the contamination was not identified during in-process visual checks. With only two units affected, the batch remains within specification and acceptable quality limits. The issue is considered isolated, with no systemic recurrence identified. In accordance with work instruction (wi), no corrective action / preventive actions (CAPA) is required. The complaint will be monitored through routine trending and the post market product monitoring review process standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.